Event description:
It was reported that balloon detachment occurred which required intervention. The patient presented with st-segment elevation myocardial infarction. The target lesion was located in the right coronary artery. A 5.00 x 32mm synergy megatron drug-eluting stent was deployed for treatment. However, right after the stent delivery system was removed, the physician noticed under fluoroscopy that the stent balloon was left in the patient. Subsequently, more stents were deployed to secure the remaining stent balloon in place, and the procedure was completed. No patient complications were reported.